Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited jumpy atrial impedance measurements with an increased measurement that was greater than 3000 ohms. Inappropriate atrial tachycardia response (atr) events had been stored due to oversensing/interaction wit the minute ventilation (mv) feature. A boston scientific technical services consultant informed the caller that if the respiratory rate trend (rrt) is programmed off then the inappropriate atr's will be resolved. No adverse patient effects were reported. It was noted that the atrial lead competitive product.

Event description:
It was reported that this system exhibited jumpy atrial impedance measurements with an increased measurement that was greater than 3000 ohms. Inappropriate atrial tachycardia response (atr) events had been stored due to oversensing/interaction wit the minute ventilation (mv) feature. A boston scientific technical services consultant informed the caller that if the respiratory rate trend (rrt) is programmed off then the inappropriate atr's will be resolved. No adverse patient effects were reported. It was noted that the atrial lead competitive product.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.